Event description:
Customer reported that a pt presented with a recurrent hernia three weeks following an open ventral hernia repair. The pt was returned to surgery. The operating surgeon reports that the mesh tore from the sutures on one side of the defect. No further info was provided.

Manufacturer narrative:
Date sent to the FDA: 07/11/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.